Manufacturer narrative:
Maquet cardiovascular rec'd the device in late 2008. The visual inspection showed that the c-ring was detached from the c-ring wire, but still attached to the scope washer tubing and completely out of the cannula. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been rec'd.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the c-ring broke off the device and fell into the pt's leg. Staff retrieved the c-ring through the original incision. No add'l incision was required. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.